Event description:
After gamma3 surgery, it found the cutout of lag screw. This case was presented at the meeting of (B)(4) for fracture repair on (B)(6) 2013. On (B)(6) 2005, gamma3 surgery was performed. After that on (B)(6) 2005, it found the cutout of lag screw. On (B)(6) 2005, revision surgery was performed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Will not be returned.